Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient with this introducer, the hemostasis valve leaked. The amount of leaked blood was not registered. The issue was solved by replacing a new unit. The new introducer was inserted by removing everything and starting the process from the beginning. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through leak test and catheter inspection as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.